Event description:
During an operation due to a lead dislocation, a >2000 ohm impedance measurement was observed. A new lead was implanted and the stimulation impedance was within normal range but when connected to the ICD, the >2000 ohm impedance measurement was again observed. The physician elected to replace the ICD. When the new ICD and new lead were connected, measurements were within the normal range.